Event description:
The reporter stated that the stopcock blew apart and sprayed blood on clinicians. No pt information available.

Manufacturer narrative:
The customer indicated that samples would be returned for evaluation however have not been received at this time. Since there was no returned product or lot number available no further investigation could be performed. This stopcock is rated to withstand a maximum pressure of 45 psi. If this pressure is exceeded the plug can become unseated. Since the lot number was unk, the device history record could not be reviewed. Medex is unable to confirm or determined the cause of this incident without benefit of returned product. An additional report will be submitted should information become available that impacts the outcome of medex investigation.